Event description:
It was reported that the patient had an open incision wherein the leads were exposed. No device malfunction was suspected. The patient underwent an explant procedure. The explanted leads and anchors were not returned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7108078. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; serial: n/a; batch: 29162671.